Manufacturer narrative:
(B)(4). Date sent: 12/2/2021 d11=corrected data=d4. D4: batch # is 242a56.

Manufacturer narrative:
(B)(4). Batch #: 242a56. Date of event is unknown. The lot/batch history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, device was jamming up and not producing the correct clip formation. There were no adverse patient consequences reported.